Manufacturer narrative:
Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional reported unable to advance the stent and unable to reload it against the xen®45 gts. There was no patient contact. Surgery was completed with another xen®45 gts.

Event description:
Healthcare professional reported unable to advance the stent and unable to reload it against the xen®45 gts. There was no patient contact. Surgery was completed with another xen®45 gts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis performed via device photos noted no present damage on the xen injector. The cause could not be evaluated with the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported unable to advance the stent and unable to reload it against the xen®45 gts. There was no patient contact. Surgery was completed with another xen®45 gts.